Manufacturer narrative:
The unit parameter module is being returned for investigation.

Event description:
Customer reported an issue with the dpm 6/04 monitor, which may have affected pt monitoring. No pt injury was reported.